Manufacturer narrative:
The vessel sealer extend (vse) instrument was re-evaluated by intuitive surgical inc. (Isi) quality engineering (qe) for root cause determination. Following information was obtained: the probable root cause of the instrument bent knife cable based on findings from failure analysis is attributed to damage during use. The knife cable can become bent by cutting with excess tissue in between the jaws or cutting across a hard object (for example clip, staple, bone). Obstructions that impede the motion of the blade can result in force applied to the knife cable and bending.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the vessel sealer extend (vse) instrument to perform failure analysis. The instrument was analyzed and it was found to have a dislodged spring at proximal end which, caused the blade to not retract back fully. As a result, the blade appeared exposed inside the instrument jaws. Additional observation: the knife cable was bent at the distal end. As a result, the knife would not retract fully. The probable root cause of a dislodged spring on the instrument is attributed to manufacturing.

Event description:
On 06/30/2025, intuitive surgical, inc. (Isi) received user facility report (B)(4). Stating: during robotic sleeve gastrectomy, 2 vessel sealers were found to be defective.